Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. After delivering this device, it was tried to expand/inflate, but pressure could not be applied from the beginning. When it was removed from the patient's body, the balloon was found to be ruptured. The procedure was completed with a non-boston scientific product. No patient complications were reported.